Event description:
It was reported that post dilatation of a bare metal stent in the left sfa, the pta balloon material tore and detached from the catheter during retraction through the stent. A secondary medical intervention was required to place a stent and appose the balloon material against the vessel wall. There was no known impact or consequence to patient.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.